Event description:
It was reported that the patient experienced communication errors between the remote control (rc) and the spinal cord stimulation implantable pulse generator (ipg), and the stimulation randomly turned off. Troubleshooting was unable to resolve the issue, therefore, the patient underwent an ipg replacement procedure. The patient was doing well post-operatively.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics; therefore, engineers were not able to confirm the root cause of the ipg randomly turning off and communication errors.

Event description:
It was reported that the patient experienced communication errors between the remote control (rc) and the spinal cord stimulation implantable pulse generator (ipg), and the stimulation randomly turned off. Troubleshooting was unable to resolve the issue, therefore, patient underwent an ipg replacement procedure. The patient was doing well postoperatively.